Event description:
While performing an ultrasound guided right interscalene nerve block prior to the pt's scheduled surgery, the catheter became stuck and when the catheter was removed it was noticed that the tip of the nerve block catheter was missing. It is likely that the tip of this catheter sheared off while inside the pt.